Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. System check was being performed by tandem technical support; however, the customer declined the check at the time of report therefore no additional information was available. Customer¿s blood glucose level was 391 mg/dl.